Event description:
It was reported that during a scheduled retrieval of a filter, that on an initial fluoroscope of the abdomen, the filter was noted to have tilted significantly with apex resting against the cava wall and the filter had migrated caudally >1 vertebral body from the original placement. The doctor tried to retrieve the filter by using a wire and a snare and was able to snare the wire around the apex of the filter, but as a result, it straightened the filter and dragged it up into the renal veins. After trying for over an hour, the doctor decided to leave the filter in at that time. A second attempt was made two days later and the filter was successfully removed. The ivc diameter was 24mm. No injury to the patient reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. One g2 filter was received for evaluation. There was no delivery system returned. Upon inspection of the returned sample, two of the legs were twisted together. The filter was intact with all 6 arms, legs and hooks. Heat was applied to the filter and the twisted legs did not take shape; so they legs had to be untwisted manually, then the filter took shape. The filter was measured and all measurements were taken were within specifications. The result of the investigation was confirmed to caudal migration and tilting based on the x-rays received. The root cause is unknown. The removal of this filter is considered to be an off label use of this device. Furthermore, the g2 filter was not designed or tested for retrieval with a snare. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.